Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.(B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from meter memory of 69 mg/dl; customer was having symptoms of low blood sugar at the time result was obtained on (B)(6) 2017. Customer was also concerned that results obtained of 87, 241 and 71 mg/dl were erratic, however tests were not reported as being performed back to back. The customer's expected fasting blood glucose test result range is 122 - 132 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 81 mg/dl and 64 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: 1:71mg/dl (B)(6) 2017 01:39 pm fasting: yes. 2:241mg/dl (B)(6) 2017 12:02 pm fasting :yes. 3:87mg/dl (B)(6) 2017 09:17 am fasting: yes. 4:69mg/dl (B)(6) 2017 04:48 pm fasting: yes. 5:226mg/dl (B)(6) 2017 12:11 pm fasting: yes.